Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The pump had an alarm. However, the programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Assisted the customer in reprogramming as required.